Event description:
The physician performed a transgastic needle stick with a gi aspiration needle. A wire guide was placed through the pseudocyst followed by the aspiration needle. The procedure was performed and completed, however, upon removal of the device from the endoscope, resistance was met causing the needle to detach from the sheath and lodge into the pt. It is believed that a portion of the needle caught in the endoscope, which caused the resistance and subsequent needle detachment. The needle was immediately retrieved with a snare. The pt is in satisfactory condition.